Manufacturer narrative:
The manufacturer previously reported a failure related to a ventilator's internal battery. There was no harm or injury reported. The ventilator was evaluated by a third party service center and the complaint was confirmed. During evaluation, a "service required" alarm condition was found in the device's downloaded error log. The internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a failure of the ventilator's internal battery. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.